Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. 3.5mm x 8mm quantum maverick balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 82cm from the hub. There are multiple kinks along the device. The balloon is tightly folded and there are blood present on the balloon folds. Microscopic examination did not reveal any damages. Inspection of the remainder of the device presented no other damage or irregularities.